Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct g2. The olympus representative confirmed the customer fixed the issue; not sure what the problem was, but it was user error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The instruction manual of clv-180 describes the following, and the reported phenomenon might be prevented by following these instructions: "if the power fails to come on, turn the light source off. Then, confirm that the power cord is connected firmly and that the lamp cover is firmly closed. Then, turn the light source on again. If the power fails to come on, replace the fuses with new ones as described in section 5.2, ¿fuse replacement¿ on page 72. If the power still fails to come on, contact olympus." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii xenon light source power won¿t power on. The issue was found during preparation for use. The device will not be returned as the device was fixed. The issue was most likely due to user error. There were no reports of patient harm.